Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(6) - the dentist reported that after 7 months dental implant was installed in intraoral region 2#, its non-osseointegration was observed. No further information was provided.